Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that during laparoscopic extended hysterectomy, after several loading and ligation, a clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced with a new one. No clip fell/remained in patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and the first clip out of position in the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load as it got stuck in the bent rotation tab. Upon completion of the first attempt, a broken hook fell out of the channel. The first clip had one broken pierced boss. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. Two clips had broken hooks in the channel. The clip stacking could prevent the clips from properly loading into the jaws and can also cause clips to break in the channel. Additionally, the proximal end of the feeder was slightly bent. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Three of the remaining clips were broken. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with its rotation tab bent. Nine clips were remaining in the channel indicating that six clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Three of the clips were found to be broken. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800543. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic extended hysterectomy, after several loading and ligation, a clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced with a new one. No clip fell/remained in patient.